Event description:
A user facility reported that an image defect was noted with the hd 3cmos camera head. During a standard service inspection of the customer returned device, an e216 scope communication error was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, an e216 scope communication error was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The specific root cause of the scope communication error could not be determined at this time. A kink on the cable as well as water invasion from the cracked part of the connector were found; however, these defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.